Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with fingerstick readings up to 530 mg/dl and the pump displaying high after a recent second supply change while using a steel infusion set, with multiple high glucose alarms noted and subsequent downward trend to 470 mg/dl before sleep. Symptoms included hyperglycemia. Outcomes included no hospitalization and no request for follow-up. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause for the hyperglycemia with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.